Event description:
It was reported that during a treatment procedure, the coil was detached. The target lesion was unknown. Unknown catheter was placed and the physician advanced a .035 idc interlock coil through the catheter. During removal, the interlocking arm was detached into the catheter. The physician pulled out the proximal end of the delivery system without looking and hit the rod. The coil shut down straight while the physician injected it. Multiple devices were used to retrieve the coil. They were able to remove the coil as a unit from the body. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).